Event description:
It was reported that (2) tct75 were used during a gastrectomy procedure. It was reported by the affiliate that the instrument locked out. Opened another device to complete the case. No adverse pt outcome.